Event description:
It was reported that a gastric pouch was for patient 32 enrolled in the (B)(6) registry was found at the 3 year follow up visit, in (B)(6) 2010. The radiologic exam showed a proximal gastric pouch. Since the surgery, the patient had 3 fillings with in total 3cc, then 6cc and last at 6.5cc. The band was deflated : -6cc. There were no other reported patient complications.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.device remains implanted.